Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event ¿ ni, expiration date ¿ ni, date implanted ¿ ni, date explanted ¿ ni, initial reporter - the article was written by rotini r, bettelli g, cavaciocchi m, savarino l, manufacture date ¿ ni. This product is manufactured by zimmer biomet us and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k972691. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2017-00063 / 00066).

Event description:
Patient underwent a revision of a left elbow arthroplasty due to pain and swelling 9 years post-implantation having exploratory surgery to remove an unknown fractured component.